Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio: 3.1; lab: 6.2. Therapeutic range = 2.5 - 3.5; 30 minutes elapsed between tests. Pt was tested on inratio. Thirty minutes later had lab draw; after receiving lab inr result of 6.2 pt was given vitamin k treatment.

Manufacturer narrative:
Discrepant results (accuracy) comparison of iratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2013, inr meter = 3.1, reference = 6.2, mean = 4.65, confidence limits = 2.6 - 6.9. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing the results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. In-house therapeutic donor testing performed on reported lot 310821. Results as follows: donor (B)(6); 2.4, 2.3, 2.4; reference: 2.29 bias threshold: 1.29 - 3.29; $cv: 2.44. Donor (B)(6); 2.9, 3.0, 3.0; 3.02; 2.02 - 4.02, 1.95. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusions: analysis of the client's data from inratio and reference tests revealed that the test results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action no further action is required at this time. This issue will subject to tracking and trending. No corrective action required at this time as no product deficiency was established.